Manufacturer narrative:
Based upon the investigation findings, the reported type iiib endoleak was not able to be confirmed. The deployment difficulty was confirmed in the return analysis. The presence of a type ia endoleak and a type ii endoleak were identified. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event: the near 40% change in aortic neck diameter that is outside the IFU guideline; calcifications at the bifurcation and bilateral iliac arteries (notably, there was a calcified stenosis mid aorta); tortuous access morphology; a large, patent inferior mesenteric artery; and continued patient tobacco use and administration of antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow up, it was determined patient had a possible type 3b and an unknown endoleak. Event angiogram confirmed type 3b leak distally. Physician elected to reline to correct the leak. During the main body relining, wire compromised integrity of snare catheter and everything was removed. New catherine/wire advanced, but device caught on top of suprarenal cuff. After some difficulty, the devices were pulled down to the bifurcation. When tried to re-advance, a premature, partial deployment was observed. This device was re-sheathed and pulled back down to bifurcation. No longer could the device be advanced beyond the mid body. A medtronic aui device was used to complete the case. No patient injury was reported.